Manufacturer narrative:
Approximate implant date reported as 2010. An attempt was made to retrieve the DHR for this lot utilizing the information provided above. No record of a 280.55 lag screw lot with a lot number of 1132 could be found, so no DHR review can be performed. The lot number provided for this lag screw is most likely either inaccurate or incomplete.

Event description:
Patient implanted with dcs plate and screw construct approximately 2 years ago (2010) in (B)(6). Patient complained of pain and returned operating room on (B)(6) 2012 for hardware removal. Surgeon removed all hardware and patient was not revised with any additional parts. This is the 2nd of 8 reports submitted on this event.